Event description:
Device analysis performed on the returned electrode found that the shaft was separated from the hub. The root cause is excessive external mechanical force placed upon the shaft led to the complete separation of the shaft from the hub.